Event description:
It was reported by service report that the foot end of the bed would not lower electrically. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: the bed was unable to be repaired and is being replaced with a new bed.